Event description:
Hcp reported the patient was hospitalized in 2002 with symptoms that include a fever of 102 degrees with no source, diaphoresis, dilated pupils, and tremors. A catheter dye study was done in the hospital in 2002 that showed no catheter breakage. The residual had been 13 cc and should have been 4.7 cc. The hcp felt it was probably a rotor problem, though no rotor study was done. The patient was put on oral baclofen and the pump was replaced. The hcp stated he noted a hard crystallization around the pocket and on the skin and had concerns that the pump may have been leaking. The patient is reported to be doing fine presently. Patient has gradually been increased to their previous dose of medication and their tone is improving -"almost back to baseline."